Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were over 900 short v-v intervals along with undefined low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.